Event description:
Pt was a (B)(6) male with basilar artery (ba) occlusion. Physician made one pass with a merci retriever v 2.5 soft and one pass with a merci retriever v 2.5 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after procedure. Leakage of contrast media into subarachnoid cavity (sah) was noticed around where merci retrievers had been deployed. Tissue plasminogen activator. (T-pa) was not administered to the pt during procedure. No medical intervention was performed as there had not been any symptomatic worsening. Physician stated that it is highly possible that the hemorrhage (sah) is due to damage to the vessel with merci retrievers.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed. .